Manufacturer narrative:
Investigation: production process: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. The follow-up x-ray analysis: the patient participates in clinical study no (B)(4) operated on (B)(6) 2019. The two-year follow-up x-ray demonstrates curve progression. As there are only 3 patients in this clinical study the reason for the curve progression is not clear. The use of two extenders, as in this case, was done in one other site and was stopped, as it is more difficult to balance the implant using 2 extenders. This may be a contributing reason in this case too. Risk assessment: the risk of curve progression is a known risk. The current curve progression complaint rate is (B)(4). The rate of complaints in the category "serial casting, deformity progression, crankshaft/adding on, proximal/distal junctional kyphosis, rib prominence, residual rib deformity, trunk imbalance, the distal adding-on phenomenon" is 2.5% which is well within the literature reported rate of (B)(4) (cer dms-727 rev t). The event of curve progression is addressed in the IFU at section potential risks associated with the mid-c system: implant migration, loosening, or dislocation; fracture or breakage of the implant or pedicle screws, including failure to maintain extension/curve correction

Event description:
The patient participates in clinical study no (B)(4) operated on (B)(6) 2019. Apifix clinical affairs review the patient 2-year follow-up and noted a significant increase in the curve size. Following the surgeon corresponded she plans to replace apifix system with another growing system